Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 242, 222 and 204mg/dl. The customer¿s expected am fasting blood glucose test result range is 120-130mg/dl and expected pm fasting blood glucose test result is 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 01/31/2023 and open vial date was not disclosed. The customer did have another vial of test strips that had been stored and handled correctly but was unable to provide the lot number. The meter memory was reviewed for previous test result history (customer was unable to see the time and date): result 1: 242 mg/dl fasting am (test taken today) , result 2: 222 mg/dl fasting, result 3: 204 mg/dl fasting, result 4: 99 mg/dl fasting, result 5: 138 mg/dl fasting.

Manufacturer narrative:
Sections with additional information as of 01-june-2022: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: reported defect not reproduced on returned meter and strip. Product evaluation has been completed and most likely underlying root cause selected. Retention strip lot tested within specifications, see attached report. Mlc-020: user's test strip had poor storage.